Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. As received the monitor displayed a code 203 - pulse test fault. The cause of the pulse test fault was a zero impedance reading during the pulse test. The zero impedance reading was due to stuck pulse test load relay. The cause of the stuck relay was a defective u1002 analog switch. Additionally, contamination was found on multiple components of the ca board (j502, q601, u602, u6, u1). The root cause of the defective u1002 component was unable to be positively identified. The root cause of the contamination was ingress of an unknown substance. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) was confirmed. As received the monitor displayed a code 203 - pulse test fault. Root cause investigation into the service code is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. As received the monitor displayed a code - pulse test fault. Root cause investigation into the service code is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code.